Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter tip was damaged. The following information was provided by the initial reporter: when the nurse try to insert the catheter(iag bc pro), the catheter was not advanced to the vessel and patient felt uncomfortable pain in the process.

Manufacturer narrative:
H.6 investigation summary: bd received a used 24 gauge insyte autoguard blood control pro unit from an unknown lot for evaluation. A review of the device history record could not be performed for the reported lot as it was unknown and could not be identified during evaluation. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the unit. Next, the engineer inspected the unit under a microscope and noticed that the catheter tip and needle tip had some slight damage that could have contributed to the originally reported issue. Finally, the engineer graded the catheter tip and needle tip and determined that both were outside of product specifications. Therefore, based off the visual inspection and testing the engineer was able to verify the reported issue for catheter tip and needle tip damage. It was determined that these were manufacturing defects that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all appropriate personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.